Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 424 mg/dl, at the time of incidence. Customer was treated with bolus and manual syringe for high blood glucose level. Customer¿s blood glucose level was 397 mg/dl, 366 mg/dl and 315 mg/dl. Customer declined to test the insulin pump. Customer declined to troubleshoot for high blood glucose level. Customer reported that the insulin exited at the time of quick review. Customer wasn't using auto mode feature at the time of incidence. The insulin pump will be returned for analysis.